Manufacturer narrative:
The report from (B)(6) clinical study for patient with ID# (B)(6) indicated that the index procedure was coil embolization assisted with an enterprise vrd (enc452812/01427228), codman coils (cashmere microcoils-crc141230-30/g12198 total 2, crc141127-30/g11123, crc141025-30/g12262, crc140922-30/g12077, crc140922-30/g11411, crc140820-30/g12213 & deltaplush microcoils (cpl100206-30/g13002 total 4, cpl100206-30/g13338, cpl100206-30/g12830 total 4, cpl100206-30/g12227), and non-codman coils of the left posterior communicating artery, the physician confirmed that the patient died twenty one-months after the index procedure, but the date and cause were unknown. Additionally, during the index procedure, it was reported that while inserting the guiding catheter (shuttle sheath/cook inc), the patient developed an acute aortic dissection from left common carotid artery toward ascending aorta. The patient also developed the left droopy eyelid. Bail out stenting was performed for sealing off the acute aortic dissection, whereas action taken for the left droopy eyelid was the administration of mecobalamin. The outcome of the acute aortic dissection was resolved without sequeale, and of the droopy eyelid was ongoing & improved. According to the physician, the relationship of the acute aortic dissection to the procedure was related and the droopy eyelid was unknown, but the relationships of both the events to the vrd were unrelated. The possible cause of the acute aortic dissection was considered to be a complication associated with the insertion of the guiding catheter. The possible cause of the left droopy eyelid was the aneurysm pressing on the oculomotor nerve. No further information is available and procedural images are not available. Prior to implanting the vrd, devices used consisted of shuttle sheath 7fr 90cm/cook inc, prowler select plus (mc) microcatheter (606-s255x, 15268746), chikai 200cm 0.014inch/asahi intecc were utilized. Other devices utilized during the procedure were, excelsior sl10 mc (type str)/stryker, synchro 2 200cm 0.014inch/stryker, extension nv 165cm 0.014inch/asahi intecc, hyperglide/covidien (B)(4), hyperform/covidien (B)(4), cashmere microcoils (crc141230-30/g12198 total 2, crc141127-30/g11123, crc141025-30/g12262, crc140922-30/g12077, crc140922-30/g11411, crc140820-30/g12213), deltaplush microcoils (cpl100206-30/g13002 total 4, cpl100206-30/g13338, cpl100206-30/g12830 total 4, cpl100206-30/g12227), ed infinity(16mm x 30cm total 7)/kaneka, v-track hydrocoil 10(6mm x 10cm total 3, 5mm x 10cm total 2, 4mm x 10cm, 3mm x 6cm total 7, 3mm x 4cm total 2, 2mm x 6cm total 4, 2mm x 4cm)/terumo. During the procedure, jailed technique and balloon assisted technique were utilized. The 2-year follow-up was not conducted due to the death of the patient. Mrs was 6. The physician confirmed that the patient died but the date unknown. Also the cause of the death was unknown. The products remain implanted and are not available for analyses. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427228. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. No lot numbers were provided for the coils, therefore no DHR review could be conducted. Without the cause of the death, the relationship to the devices could not be conclusively determined. For the lot provided, there is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Death is a known potential adverse event associated with implantation procedures/devices and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. No corrective action is required at this time.

Manufacturer narrative:
Prior to implanting the vrd, devices used consisted of shuttle sheath 7fr 90cm/cook inc, prowler select plus (mc) microcatheter (606-s255x, 15268746), chikai 200cm 0.014inch/asahi intecc were utilized. Other devices utilized during the procedure were, excelsior sl10 mc (type str)/stryker, synchro 2 200cm 0.014inch/stryker, extension nv 165cm 0.014inch/asahi intecc, hyperglide/covidien japan, hyperform/covidien japan, cashmere microcoils ((B)(4)/g12198 total 2, (B)(4)/g11123, (B)(4)/g12262, (B)(4)/g12077, (B)(4)/g11411, (B)(4)/g12213), deltaplush microcoils ((B)(4)/g13002 total 4, (B)(4)/g13338, (B)(4)/g12830 total 4, (B)(4)/g12227), ed infini(16mm x 30cm total 7)/kaneka, v-track hydrocoil 10(6mm x 10cm total 3, 5mm x 10cm total 2, 4mm x 10cm, 3mm x 6cm total 7, 3mm x 4cm total 2, 2mm x 6cm total 4, 2mm x 4cm)/terumo. During the procedure, jailed technique and balloon assisted technique were utilized. (B)(4).

Event description:
The report from (B)(6) clinical study for patient with ID# (B)(6), indicated that the index procedure was coil embolization assisted with an enterprise vrd (enc452812/01427228), codman coils (cashmere microcoils-(B)(4)/g12198 total 2, (B)(4)/g11123, (B)(4)/g12262, (B)(4)/g12077, (B)(4)/g11411, (B)(4)/g12213 and deltaplush microcoils ((B)(4)/g13002 total 4, (B)(4)/g13338, (B)(4)/g12830 total 4, (B)(4)/g12227), and non-codman coils of the left posterior communicating artery, the physician confirmed that the patient died twenty one-months after the index procedure, but the date and cause were unknown. Additionally, during the index procedure, it was reported that while inserting the guiding catheter (shuttle sheath/cook inc), the patient developed an acute aortic dissection from left common carotid artery toward ascending aorta. The patient also developed the left droopy eyelid. Bail out stenting was performed for sealing off the acute aortic dissection, whereas action taken for the left droopy eyelid was the administration of mecobalamin. The outcome of the acute aortic dissection was resolved without sequeale, and of the droopy eyelid was ongoing and improved. According to the physician, the relationship of the acute aortic dissection to the procedure was related and the droopy eyelid was unknown, but the relationships of both the events to the vrd were unrelated. The possible cause of the acute aortic dissection was considered to be a complication associated with the insertion of the guiding catheter. The possible cause of the left droopy eyelid was the aneurysm pressing on the oculomotor nerve. No further information is available and procedural images are not available.